Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the device did not detect any damage. An air cuff symmetry test was performed and found that one part was inflated and the other part was not inflated. The device was inflated and deflated four times per the instructions for use and the cuff inflated completely and met cuff symmetry specifications. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A review of the directions for use was performed. Based on the evidence, a root cause was unable to be determined. No fault was found with the device.

Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient.

Event description:
It was reported that upon removal of a portex® portex bivona flextend¿ tts¿ tracheostomy tube it was noted that the cuff did not inflate completely around the trach, even with an excessive amount of fluid/air. The patient did not receive any medical treatment other than replacing the product. The issue was resolved. No other adverse health outcomes were reported.